Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 193 mg/dl, and the meter bg reading was 120 mg/dl. Reportedly, a second cgm bg reading was 172 mg/dl, and the meter bg reading was 120 mg/dl. Reportedly, a third cgm bg reading was 203 mg/dl, and the meter bg reading was 45 mg/dl. Due to the inaccurate cgm readings, the experienced a low bg. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.